Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. The device showed 5 years remaining in june, 3.5 years in december. Data analysis showed the battery appeared to be depleting and the change is due to increase signal processing of atrial fibrillation. No adverse patient effects were reported.